Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
According to the explantation report the skin breakdown over the device occurred.

Manufacturer narrative:
Device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. According to the explantation report the skin breakdown over the device occurred. No available information points towards the device having caused or contributed to this outcome. This is a final report.

Event description:
According to the explantation report the skin breakdown over the device occurred.